Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a tego¿ connector where it was reported the date of the valve was installed: (B)(6) 2025. At the bandage opening, presence of blood. The tego valve was changed without any similar event. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending.